Manufacturer narrative:
(B)(4). Anvil the analysis results found that one ec60a device was returned with the anvil bent upwards and without cartridge reload present. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a left vats wedge resection procedure, on the first firing of the device with a green cartridge the device was difficult to fire. When the device was removed from the patient, the cartridge was unseated from the jaws and slipping out. The device was reloaded with another green cartridge; it was very difficult to fire. They were able to pull the trigger three times but they had to use two hands and a lot of force. Upon removal of the device, the cartridge was loose. The rep confirmed the device was loaded correctly. Upon examining the cartridge it was all mangled. It looks as though the knife did not travel down the track but into the cartridge itself. An sc60a was loaded with a green cartridge. There was difficulty in closing the device. Upon initializing the firing the surgeon was only able to pull a ½ stroke. They were having the same issue. The surgeon backed out of the firing and attempted to reverse the knife blade. Upon reversing the knife blade, the device lock and would not let go. They could not get the knife blade to come back to the home position. They continued to manipulate the device and finally the cartridge became unseated from gun. This opened enough space to back the device off the tissue. However, the device was still locked. They opened an endo gia ultra loaded with a black cartridge, fired it and everything went fine. Upon examining the staple line they found a piece of the cartridge from one of the echelon devices in the staple line. It was retrieved. There was no patient consequence; the case was delayed by fifteen minutes.